Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the "door latch error." The pump was received with a door not fully latched message which is likely what the reported symptom was referring to. Evaluation found loose upper auxiliary flex mount hardware which caused the reported symptom. The upper auxiliary assembly was replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump had a door latch error. It was also reported that there was no patient injury.